Manufacturer narrative:
Adverse event or product problem: adverse event. Type of reportable event: serious injury. Device history record review - results: (no failure detected): based on the results of the investigation, the devices associated with the work order(s), including the suspected device, was manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint. The lens was not returned for an evaluation, therefore, the event cannot be confirmed. Based on the limited information, further investigation is not possible. Additional information received - the reporter stated the lens was explanted and the surgeon used a 3-piece non-staar lens due to the bag was compromised as the lens was explanted. (B)(4), (secondary surgery). (B)(4), (explanted). Conclusions: (unable to confirm complaint): based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined (B)(4).

Event description:
The surgeon inserted the +22.0 diopter cc4204a collamer single piece lens on (B)(6) 015 and noted rings on the lens after implantation. The patient complains that the vision is not as good as the other eye without the lens rings and surgeon also noted a 1.0 to 1.5d hyperopic error. The lens remains implanted.

Manufacturer narrative:
Medical review: review of the complaint file indicates that the surgeon reported rings noted on the lens (cc4204a) implanted on (B)(6) 2015. The patient complained that the vision was not as good as the other eye without lens rings and a hyperopic error of 1.0 to 1.5 d was noted by the surgeon. No other injury or eye exam was reported. No further description of rings noted was reported and the lens remained implanted. Rings on the lens could be observed and affected under many conditions such as different lamination intensity, angle, lens position and even observers' visual error of ocular measurement and lens calculation and lens malposition (eg, decentratio and subluxation) could also cause the event. The exact reason for the event is unknown and more patient information would be needed for the analysis. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information and lens work order search we were unable to determine a specific root cause of the event. A CAPA has been opened to address these types of complaints. Once the investigation is completed and supplemental medwatch form will be submitted. (B)(4).

Manufacturer narrative:
A review of the device history record determined no evident root cause for this complaint. Probable causes would include lathe marks caused by defective lathing tools and/or inadequate tumbling. Based on the probable cause stated and the investigation conducted, the most likely root cause for the presence of a bulls-eye on the lens is unsatisfactory lathing process. Based on the complaint history, work order search, medical review and the device history record review, the most likely root cause for the presence of a bulls-eye on the lens is unsatisfactory lathing process. (B)(4).